Manufacturer narrative:
Correction: f10/h6: medical device problem codes correction: h6: investigation findings correction: h6: investigation conclusions additional information: h6: type of investigation additional information/correction h11: the device was received for evaluation. During functional testing, the device was tested for both upstream and downstream occlusion detection and it passed. No upstream or downstream occlusion alarms occurred during testing of the device. A review of the event history log identified both upstream occlusion messages and downstream occlusion messages occurred during the last days of customer use however the history log cannot differentiate between true or false alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. No component issue was identified that would result in upstream occlusion alarms. The cause of the reported downstream occlusion alarms was determined to be the force sensor calibration out of tolerance. The force sensor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no:(B)(6). The device was received for evaluation. During functional testing, the device was tested for both upstream and downstream occlusion and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be force sensor calibration is out of tolerance. The force sensor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.